Manufacturer narrative:
The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted. The insulin pump had missing display window, cracked display window corner, broken reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 300 mg/dl. Customer stated that the insulin pump stop working. Advised the customer that the insulin pump will be replaced. Nothing further reported.